Event description:
Knee stiffness, pyrexia, knee pain, knee swelling, joint effusion. Information was received on 04-mar-2003 from medical literature [rees, j.d., wojtulewski j.a.; systemic reaction to viscosupplementation for knee osteoarthritis. Rheumatology. 2001; 40: 1425-1426] regarding a patient with a history of osteoarthritis. The patient also has a history of hypertension and upper gastrointestinal bleeding while on the nsaid meloxicam (2.5 mg daily), requiring an acute admission in 1999. The patient received two injections of synvisc into each knee (dates unknown) without complication. Synovial fluid was aspirated but not sent for laboratory analysis. When the patient received the third injection, they complained of increased pain, swelling and stiffness in the left knee. On examination, the patient had a large effusion of the left knee. The left knee was aspirated and synovial fluid was sent for microbiological assessment. The synovial fluid analysis was negative for gram stain, culture and crystals. One week later, swelling of the patient's left knee had subsided and the final injections were performed. The patient was admitted to the emergency room twelve hours later. The patient had increased swelling and pain in both knees, was unable to bear weight and had pyrexia of 39.8 degrees celsius. On admission to the hospital, 90ml of synovial fluid was aspirated from both knees and sent for urgent microbiological analysis. The patient was placed on intravenous antibiotics pending blood and synovial fluid culture. The patient's c-reactive protein rose to 282 mg/l and their erythrocyte sedimentation rate peaked at 112m/h (baseline was 17). On admission, the patient's white blood cell count was 12.0 x 10 (9) and eosinophil count was 1.6 x 10 (9). Two more sets of knee aspirates were taken before antibiotics were stopped. All aspirates were confirmed as negative for both bacterial infection and crystals. X-rays of the knee taken during admission showed only soft tissue swelling and existing osteoarthritis. The patient's temperature gradually settled but required considerable assistance to mobilize. The patient was treated with intra-articular steroid injections into the knees to aid recovery. The patient was discharged seven days after admission. At the time of this report, the patient's mobility is not yet back to normal. Qa evaluation results: the review of synvisc product release data for both mfg facilities did not indicate trends that could be associated to any product complaints. Date unknown: intra-articular steroid injections into the knees.